Event description:
It was reported by the patient that the 72r electrodes caused a skin irritation. It was a rash that was red with blisters and was very itchy. The patient used benadryl and hydrocortisone cream to apply over the affected area. The patient was not sure if this had been prescribed previously. The patient stated he is not sure if his wife contacted the doctor regarding the skin irritation. The patient will start using the 63b electrodes once their skin has healed from the rash. No further consequences are reported. There was no product returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, d2: type of device. Additional information in d2b, g1, h6 and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned for evaluation. The reported event could not be confirmed due to limited information from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. The root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as september of 2025.

Event description:
It was reported by the patient that the 72r electrodes caused a skin irritation. It was a rash that was red with blisters and was very itchy. The patient used benadryl and hydrocortisone cream to apply over the affected area. The patient was not sure if this had been prescribed previously. The patient stated he is not sure if his wife contacted the doctor regarding the skin irritation. The patient will start using the 63b electrodes once their skin has healed from the rash. No further consequences are reported. There was no product returned for further evaluation.